Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient with a retained a capsule that had to be surgically removed. The capsule arrived at the download center on (B)(6) 2025 and the video was successfully uploaded to capsocloud. Frm-0089c - capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2025 - completed form was received indicating that the patient had a small bowel stricture, from a previous colon surgery and ibd that could have led to capsule retention. It was also stated on the form that the capsule was ingested without any complications. The capsule retention was confirmed by kub and CT scan. Patient had an exploratory (exp) laparotomy and bowel resection with the capsule removal, the surgery was reported as an "uncomplicated surgery". Patient is doing well after the surgery.

Event description:
(B)(6) 2025 - we were notified of a patient with a retained a capsule that had to be surgically removed. The capsule arrived at the download center on (B)(6) 2025 and the video was successfully uploaded to capsocloud. Frm-0089c - capsule incident questionnaire was sent to the customer to obtain additional information. (B)(6) 2025 - completed form was received indicating that the patient had a small bowel stricture, from a previous colon surgery and ibd that could have led to capsule retention. It was also stated on the form that the capsule was ingested without any complications. The capsule retention was confirmed by kub and CT scan. Patient had an exploratory (exp) laparotomy and bowel resection with the capsule removal, the surgery was reported as an "uncomplicated surgery". Patient is doing well after the surgery.